Manufacturer narrative:
The device has not been returned as of the date of this report. Should further info become available, a supplemental report will be filed.

Event description:
It was reported that during an unspecified procedure, filterwire removal difficulties were encountered. The filterwire was successfully placed, followed by predilatation of the lesion. The balloon catheter was withdrawn. The physician was attempting to withdraw the filterwire but was having issues. The physician attempted to use other devices to remove the filterwire but was unsuccessful. "The little wire on the hoop on the basket to pull back flared. Got in with a stent and put up against basket into the vessel wall." Pt status listed as "ok." Further info about the event has been requested.